Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller through reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to call back if any malfunction code appeared again, which caller understood.